Manufacturer narrative:
The investigation did not identify a product problem. There were no follow up/corrective actions for the event. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. An erroneous high result was generated by the cobas 8000 e 602 module. The events involved a total of one patient with the following: one erroneous result for elecsys insulin. The patient's age was (B)(6). The patient's weight was requested, but not provided. There was one female. The patient's race was requested, but not provided. The patient's ethnicity was requested, but not provided.